Event description:
A malfunction alarm with code malf 16 was reported, and the malfunction code was not resettable. There was no adverse impact to the customer¿s blood glucose level. Tandem technical support decided to replace the pump, and the customer was instructed to use multiple daily injections as a backup therapy. The customer was advised to put the pump into storage mode before returning it and acknowledged the instructions, including returning the pump with a pre-paid label within ten days.